Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported event. The se reseated the wire harness to the power distribution printed circuit board (pcb). The device then passed all testing and was placed back in service at the user facility. No parts were replaced or will be returned for investigation.

Event description:
It was reported that the ventilator failed during patient use. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). It was reported by the customer that the unit passed all performed testing and he was unable to re-create the error.